Event description:
It was reported by service report that a patient was allegedly cut on the bed. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
It was reported that a patient cut their leg requiring stitches, while being moved onto the bed. The bed was inspected by the hospital biomedical staff and a stryker service technician and no defect or product malfunction was found, the bed was working to specifications. The hospital stated that they were confident the injury was not caused by the bed; rather the patient was ninety-six years of age and had very fragile skin and the injury would have likely occurred if the same contact had been made with another object inside the hospital room.